Event description:
Aborted lasik flap cut.

Manufacturer narrative:
The device's safety system reported a failure of the scanning mechanism and terminated the procedure. During remote investigation, the error could be reproduced intermittently. It was observed that the handpiece worked correctly, but failed to communicate positive status to the safety system. The handpiece was replaced.